Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the biomed was able to clear the error by cleaning the air trap, and the system is back on the floor for clinical use. Therefore, service was not required to be performed by zoll.

Event description:
The customer reported that the thermogard xp ivtm system (B)(6) displayed a mid:09 (air trap assembly) error. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested. Patient use information was requested, but no additional information was provided.